Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone for high blood glucose level. The customer¿s blood glucose level was 300 -490 mg /dl. Customer reported that was on sil prev due to pregnancy and she would like to get mio rpl with sil mmt-381. Customer declined troubleshooting for high blood glucose. Customer reported that she had to throw 3 infusion set due to scar tissues. The insulin pump will be returned for analysis.